Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the perfusionist noticed that the flow probe was not reading. The flow probe was readjusted as well as unplugged and then re-plugged in with no resolution to the problem. The system was changed out successfully. Related manufacturer number of motor: 3003306248-2021-02971. Related manufacturer number of console: 3003306248-2021-02972.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the flow probe not reading anything was confirmed. The centrimag flow probe (serial #: (B)(6) ) was returned for analysis. The flow probe was connected to calibrated centrimag equipment and alarmed for ¿flow signal interrupted: f2¿ and had blank flow ¿--.--¿ when the motor speed was at 0 rpm and when the speed was increased to 4000 rpm. Several weeks later, the flow probe was reconnected to the test equipment and when the motor speed was at 0 rpm, the flow read ~0.80 lpm with no alarms active. The motor speed was increased, and the flow subsequently increased. With no alarms active. The issue could not be reproduced again. The root cause for the reported event was unable to be conclusively determined through this analysis. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual section 12.1 entitled "appendix I ¿ primary console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events, including f2 alarms. The device history records were reviewed for the centrimag flow probe (serial #: 134570) and the flow probe was found to pass all manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.